Event description:
The customer allegedly received the following results, with two different aviva meters, within 10 minutes: 219 mg/dl and 193 mg/dl (system 1); 103 mg/dl and 105 mg/dl (system 2). All of the results were taken within 10 minutes. The same strip vial was used for both meters and results. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.